Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and endometrial ablation ('endometrial ablation') in a 34-year-old female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia, dysmenorrhea, endometriosis, gastric bypass and cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant) and experienced metrorrhagia ("metrorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, endometrial ablation, metrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometrial ablation, medical device removal and metrorrhagia to be related to essure. The reporter commented: one trailing coil there. It was then placed into the right tubal ostium, and there were two trailing coils loaded there. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 34-year-old female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia, dysmenorrhea, endometriosis, gastric bypass and cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("endometrial ablation") and experienced metrorrhagia ("metrorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, endometrial ablation, metrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometrial ablation, medical device removal and metrorrhagia to be related to essure. The reporter commented: one trailing coil there. It was then placed into the right tubal ostium, and there were two trailing coils loaded there. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: new event: endometrial ablation. Lot number were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.